Event description:
The customer reported that the system displayed an error message and then shuts down and attempts to restart. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative was unable to reproduce the reported issue. The service representative replaced the interconnect cable. The system was tested and found to be working as intended and put back in service.